Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal precision procedure in mitral position by right femoral vein. During the procedure, a pericardial effusion (pe) occurred. The transseptal puncture (tsp) was performed in an inferior and posterior position. No pe was observed after tsp. 15 minutes later, when the pascal was crossing the valve, pe was detected near the left atrial appendage. The patient had hemodynamic instability. The procedure was aborted and the pascal device was bailed out. Pericardial drainage was initiated and finally the patient went to surgery. The day after, the patient was stable. As per medical opinion, the root cause of the event is that the tsp was too inferior.

Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for inability or difficulty to insert device into transseptal puncture location was confirmed with empirical evidence given the information provided. Available information suggests that procedural conditions (inferior tsp) may have contributed to the reported event. However, it is likely not related to the edwards devices during the procedure but to the transseptal puncture technique and equipment used for this mitral transcatheter edge-to-edge repair. Since no edwards defect was identified, corrective or preventative actions are not required.